Manufacturer narrative:
Field service engineer (fse) investigated and found the l1 and l3 line fuses were blown as well as the drac 6.25a fuse. Fse troubleshot replacing the drac module and, as a result of the failed drac in the sedecal generator, also replaced the damaged atp console board. Fse verified proper operation using hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reports staff performing undetermined urology procedure when the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the pt procedure. Customer provided no pt or procedural info other than to say the pt is fine, no reported injury.